Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model the pcb00 tecnis monofocal iol (intraocular lens) had a missing trailing haptic during implantation. Reportedly, the lens was removed and replaced with lens model zcb00 (same diopter) during the same procedure. It was noted that the incision was enlarged to remove the lens from the eye and suture was used. No vitrectomy was performed and no complications occurred. The patient was reported doing well when discharged. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 10/05/2018, device returned to manufacturer? Yes. Device evaluation: the pcb00 product was not received in its original package. Lens and haptics were not returned with the preloaded delivery device. Visual inspection using magnification was performed. The plunger and pushrod were observed in advanced position. Residue of viscoelastic material was observed on cartridge. No damaged was observed to the cartridge. The returned product sample condition is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the analysis of the return, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed one (1) additional investigation for this production order where no product deficiency was identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.